Manufacturer narrative:
Complaint no: (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12b29043 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for automated peritoneal dialysis (apd). On (B)(6) 2012, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced abdominal pain. On (B)(6) 2012, the patient went to the hospital due to severe abdominal pain. On the same day, the patient was transferred to (B)(6) medical center for higher level care. On the same day, the patient was diagnosed with peritonitis manifested by abdominal pain. On (B)(6) 2012, the pd catheter was pulled due to peritonitis. On an unknown date in (B)(6) 2012, while hospitalized a vascular catheter was placed and hemo therapy was started. On an unknown date in (B)(6) 2012, while hospitalized the vascular catheter was removed. On an unknown date in (B)(6) 2012, while hospitalized a perma catheter was placed. On an unreported date during hospitalization, the patient was treated with cefepime and linezolid for peritonitis. On (B)(6) 2012, the treatment was discontinued. On the same date, the patient started treatment with cefepime and linezolid for peritonitis. The patient was prescribed to follow the treatment until (B)(6) 2013. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the severe abdominal pain was due to peritonitis. The cause of the peritonitis was unknown. The nurse stated that the patient was not retrained as the patient was discharged on hemo therapy. On (B)(6) 2012, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.